Event description:
The manufacturing representative reported that they read the implantable neurostimulator (ins) pre-op just fine, but now in the operating room, their clinician programmer won¿t communicate with the ins. The caller stated that the ins is out of the pocket. The caller had the physician place a towel over the ins telemetry head along with holding the telemetry head by the base but neither action resolved the issue. The caller had the c-arm moved away from the device, but this also did not resolve the issue. They tried another clinician programmer and confirmed the batteries were good, but the same issue occurred. The caller noted that the report from pre-op showed that the ins was completely charged. Further trouble-shooting was done at the time of the report, and the caller placed the ins in the pocket and was able to communicate with it using the clinician programmer. The caller confirmed the issue was resolved at the time of the report. It was reviewed that there was likely interference in the operating room, and that placing the ins in the pocket helps to shield the ins from interference. There was no patient affected in the event.